Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ asked but not available. (B)(6). The device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of a zmb00 model intraocular lens (iol), one of the haptics was detached. As the lens was already inside the eye, the surgeon opted to have it explanted the week after when the replacement lens is available. Account confirmed that the original iol was explanted and replaced with another lens of same model and diopter. Corneal edema was observed and the incision was enlarged to remove the iol. The lens has been discarded. Account indicated that the patient is recovering. No other information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 12/5/2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the lens reveal that it was coated in viscoelastic residue and had a detached and missing haptic. The lens was cleaned and a cut on the lens was observed which is consistent with a lens that was explanted. Lens damage was also observed on the surface of the lens. Conclusion: the complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.